Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review was requested for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, which was programmed to primary, 1x. Smart pass was on, and the programmed zones were 200/250 beats per minute (bpm). The qrs amplitude was approximately 3 mv, with a deep t-wave noted. An untreated episode and atrial fibrillation (af) episodes both showed a drop in r-wave amplitude followed by t-wave oversensing. The presenting surface echocardiogram (s-ECG) after those two events showed normal qrs. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that the patient had a qrs morphology change; he developed a bundle branch block that changed the r to t ratio. Furthermore, the t-wave oversensing led to inappropriate shocks. Subsequently, the sensing vector was reprogrammed and a new morphology template was stored. This s-ICD remains in service. No additional adverse patient effects were reported.